Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable wires were exposed. Reportedly, the customer used an alternate cable to resolve the issue. Customer¿s blood glucose value was 130 mg/dl.